Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach in the patient's esophagus. There was no harm to the patient but a repeat procedure was necessary. There was nothing unusual about the patient or the procedure itself that may have led to this event. The patient underwent an endoscopy prior to the procedure and the esophagus appeared to be normal. The bravo user has been using this technique for over five years.

Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The capsule was not attached to the delivery system. There were no signs of tissue or blood on the device and the delivery system was bent. The emergency release was not implemented. The plunger was not broken and the capsule electrodes were visually acceptable. As the product was received, the device functioned according to specification, but the bent guidewire appears to be the result of mishandling. If information is provided in the future, a supplemental report will be issued.